Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported tha leak at the connection between a non-carefusion/bd needlefree connector and the luer connection of a syringe pump tubing. The leak was noticed at the conclusion of an infusion of cefazolin when the line was being disconnected. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: non-bd adapter; bd 10ml syringe of cefazolin, therapy date unknown. Disregard syr tube from concomitant products on initial report. The customer¿s report of a leak was confirmed. Visual inspection revealed that the female luer had a hairline crack. There were no scratches on the exterior of the female luer, indicating that there was no external force applied to the female luer. No other damages were noted. Functional testing was performed and leaking was noted at the female luer crack. The root cause of the reported leak was identified as a crack on the female luer. The source of the crack is unknown.